Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection observed no flow at the distal luer. Forced prime was conducted and also identified a no flow. Microscopic examination of the flow restrictor identified micro-air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the flow restrictor housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported event of no flow in the folfusor device was confirmed. The cause was determined to be due to inappropriate filling and priming procedures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv 5 was not flowing. It is unknown at what point in the process of therapy this occurred. There was no patient involvement. No additional information is available.